Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735795 (lot: -); ubd: unknown, UDI: unknown product ID 9736325 (lot: -); ubd: unknown, UDI: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0902 applies to screen was intermittently turning on. A05 applies to cracks in the lower right quadrant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the screen was intermittently turning on and had cracks in the lower right quadrant. The clinical specialist (cs) could not replicate the intermittent display. There was no patient involvement reported.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The monitor was replaced. Codes b01, c07, and d02 are applicable. The monitor 9735795, lot number: 21306728, was returned to the manufacturer for analysis. The returned monitor had an impact on the lower right with corresponding cracks across the display. Otherwise, the monitor displayed a good image with normal sound but no touch function. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.